Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing iritis approximately three months following a micro-stent implant procedure. The patient was put on medication. The surgeon believes this was caused by the device because there is endothelial touch. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient is experiencing cystoid macular edema and uveitis.

Event description:
Additional information provided by the surgeon reports the patient returned for an examination. She had approximately 2+ cell flare in the anterior chamber and conjunctival injection. In march the patient showed no sign of macular edema however the oct examination demonstrated macular edema. The implanted device appears to be in good position without endothelial touch. The endothelial cell count was normal and the cornea compact. The surgeon re-started topical steroid drops and added a non-steroidal because the surgeon feels she is suffering from recurring inflammation related to the implanted device.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of inflammation and stent migration; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number(s) provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent dislodgement or movement is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent dislodgement or movement is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. Because sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).